Manufacturer narrative:
Isi has requested for the tenaculum forceps instrument to be returned for evaluation. However, per the site¿s robotics coordinator, the site has determined that the instrument damage was caused by use-error. Therefore, the site will not be sending the instrument back to isi for failure analysis investigation. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted total hysterectomy surgical procedure, a tenaculum forceps instrument was allegedly damaged after colliding with another unspecified instrument. Although the robotics coordinator did not believe any instrument fragments fell inside the patient, he indicated that he was not 100% sure. Therefore, it is unknown at this time if there are any retained fragments inside the patient. However, based on follow-up information from the robotics coordinator, there is no indication that a malfunction of the device occurred. The customer reported failure mode can be attributed to misuse/mishandling per the robotics coordinator.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, a tenaculum forceps instrument was stuck on arm 4. The tip of the instrument was dangling from the instrument¿s shaft and the wires were exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the tenaculum forceps instrument collided with another instrument during the surgical procedure which caused the tip to dangle from the shaft and for the wires to be exposed. The site was able to remove the instrument and cannula together without any patient injury or medical intervention. While the customer believes no fragments fell inside the patient, he cannot be 100% sure. No x-rays were performed. There have been no reports of complications post-surgery. According to the robotics coordinator, the tenaculum forceps instrument is being held with their risk management team and will not be returned back to isi since they believe the issue was due to use error.